Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a supply change, with a fingerstick blood glucose of 370 mg/dl and continuous glucose trend rising until the site was replaced, after which the trend moved downward. Symptoms included no reported clinical effects and the user stated they felt fine. Outcomes included no medical intervention, no assistance required, and no use of backup therapy or ketone testing. Investigation included guided troubleshooting with inspection and replacement of the infusion site and confirmation of glucose trend improvement. Investigation of this case revealed that the cause of the elevated glucose was unclear, with no abnormality observed at the removed site and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.